Event description:
An (B)(6) male pt's nurse contacted zoll customer support to report a gel leak. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon investigation two pins in the trunk cable connector were bent. The bent pins likely cause the therapy electrodes to gel. The root cause of the bent pins was excessive force when connecting the electrode belt trunk cable connector to the monitor. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.